Manufacturer narrative:
Device evaluation: two (2) samples were returned for analysis in used condition. Samples were received without blue clip and white cap. Visual inspection showed no discrepancies. Functional testing involved filling the device with water and connecting it to a cadd legacy plus pump to look for unusual function. The sample fully primed, connected with no difficulty and no alarms were activated when the pump was set to running. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that the smiths medical cadd cassette reservoir could not be recognized by the pump. No adverse effects were reported.